Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ECMO support utilizing the xlung kit 230 and the patient¿s cardiac arrest. In the absence of the required information, the cause of the patient¿s cardiac arrest cannot be determined; however, it is within reason to believe this patient was on full pulmonary support during a tenuous procedure. Since the flow of blood was discontinued due to a reported embolus, bradycardia and/or asystole would be an expected consequence of a stoppage of blood flow. Concerning the blood clot that reportedly caused cessation of blood flow, it cannot be determined whether there was inadequacy in anticoagulation, a malfunction of the pump head or any other detrimental circumstances not reported. Regardless, it is well established critically ill patients on ECMO support carry a high risk of mortality due to underlying pathology. Additionally, hyper-coagulopathy can occur at any point of ECMO support, typically due to the patient's inherent coagulability and the rate of the ECMO circuit blood flow. Since the elements that may have contributed to the embolus in the pump head have not been reported (rate of blood flow, anticoagulation details, patient comorbidities, etc.) The root cause of the formation of the embolus, leading to cessation of blood flow and the patient¿s cardiac arrest cannot be determined. Based on the available information, though an allegation exists stating this event was caused by a blood clot in the pump head, there is no objective evidence any fresenius/ xenios device malfunction or deficiency caused or contributed to this patient¿s adverse event.

Event description:
It was reported to fresenius that a patient experienced a cardiac arrest while on extracorporeal membrane oxygenation (ECMO) support following a stop in blood flow from the ECMO circuit. The patient was on ECMO support utilizing the novalung console with the xlung kit 230 for a lung transplant procedure. During the procedure, the flow of blood stopped, and the patient experienced a cardiac arrest. The xlung kit 230 was immediately exchanged for a new ECMO circuit on a different console (brand and model not reported). Following this event, when inspecting the ECMO circuit, a large blood clot was found in the pump head. No further information was provided. Multiple attempts were made to acquire further details concerning this patient¿s cardiac arrest; however, no additional information was obtained.

Manufacturer narrative:
The pump head was returned to the manufacturer for evaluation. The pump head had been rinsed, and no blood residue or clots were visible. No damage was found on the pump head. The pump head was connected to a circuit, filled with water, and tested at speeds up to 10,000 rpm. The pump head rotated without abnormality. The log data showed that the flow decreased below 1 l/min at 15:57 and 16:22 resulting in console alarm #221 (blood flow too low). However, there was no indication that the pump stopped as the speed remained at 8,000 and 6,400 rpm. The flow reduction was likely caused by a clot aspirated through the drainage cannula. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The IFU states that adequate blood flow and appropriate anticoagulation are necessary to minimize risk of clotting. No nonconformities were found during the batch production record review. The test of the concentricity of the rotor was within specification. The sample passed functional testing and the reported problem could not be reproduced. Upon completion of the investigation, a cause could not be traced to the device.

Event description:
It was reported to fresenius that a patient experienced a cardiac arrest while on extracorporeal membrane oxygenation (ECMO) support following a stop in blood flow from the ECMO circuit. The patient was on ECMO support utilizing the novalung console with the xlung kit 230 for a lung transplant procedure. During the procedure, the flow of blood stopped, and the patient experienced a cardiac arrest. The xlung kit 230 was immediately exchanged for a new ECMO circuit on a different console (brand and model not reported). Following this event, when inspecting the ECMO circuit, a large blood clot was found in the pump head. No further information was provided. Multiple attempts were made to acquire further details concerning this patient¿s cardiac arrest; however, no additional information was obtained.